Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor is not compatible with this pump. The lowest blood glucose (bg) entered into the pump by the user was 72 on (B)(6)2019. On (B)(6)2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop on (B)(6)2019. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 35 mg/dl; cause was unknown. Glucose was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.